Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump and pump shutting off. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer required assistance from the contact to address bg with a manual injection. Reportedly, customer reverted to an alternate method of insulin therapy.